Manufacturer narrative:
Analysis was inspected 1 opened/used enlite sensor and perform continuity resistance test, sensor passed per specifications and perform bicarbonate buffer test. Sensor failed with high readings. Also found cannula bent. Analysis was unable to confirm customer received sensor in said condition due to customer returned sensor opened/used.

Event description:
The customer reported via phone call that his insulin pump inappropriately suspended 4 times due to discrepancies in his blood glucose and sensor glucose readings. The customer stated that his last blood glucose was 360 mg/dl and that the sensor glucose was 150 mg/dl. During troubleshooting he mentioned another blood glucose of 139 mg/dl and a sensor glucose of 71 mg/dl. The customer removed the sensor from their body and reported that the sensor was curvy. The sensor will be returned for analysis.

Manufacturer narrative:
Analysis was inspected 1 opened/used enlite sensor and perform continuity resistance test, sensor passed per specifications and perform bicarbonate buffer test. Sensor failed with high readings. Also found cannula bent. Analysis was unable to confirm customer received sensor in said condition due to customer returned sensor opened/used.